Event description:
The customer reported falsely elevated architect free t4 results for multiple patients. The following data was provided: on (B)(6) 2025, sid (B)(6) (female patient): initial result = 34.43 pmol/l, repeat = 15.54 pmol/l. On (B)(6) 2025, sid (B)(6) (18-year-old female patient): initial result = 25.20 pmol/l, repeat = 15.09 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1: patient 1: female, sid (B)(6), patient 2: 18-year-old, female, sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect free t4<product name, 07k65-74, longford to architect i2000sr processing module, 03m74-02, irving. MDR number 3016438761-2025-00592 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported falsely elevated architect free t4 results for multiple patients. The following data was provided: (B)(6) 2025, sid (B)(6) (female patient): initial result = 34.43 pmol/l, repeat = 15.54 pmol/l. (B)(6) 2025, sid (B)(6) (18-year-old female patient): initial result = 25.20 pmol/l, repeat = 15.09 pmol/l no impact to patient management was reported.